Event description:
It was reported that shaft break occurred. A 3.50 x 38mm synergy xd drug-eluting stent was selected for use. However, after flushing the device with saline, it was found that the hypotube was broken. The device was not used, and the procedure was completed successfully with another of the same device. No patient complications were reported. It was further reported that it broke right in transition.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided.

Manufacturer narrative:
B3 date of event: used the first day of the month of the bsc aware date since event date was not provided.

Event description:
It was reported that shaft break occurred. A 3.50 x 38mm synergy xd drug-eluting stent was selected for use. However, after flushing the device with saline, it was found that the hypotube was broken. The device was not used, and the procedure was completed successfully with another of the same device. No patient complications were reported.